Event description:
It was reported that during a colon resection procedure, going to perform the anastomosis with the circular staple, they fired it and it felt as if it was not releasing. It felt like it was snagged on tissue to where it was pulling on the anastomosis. Per the surgeon, they heard the washer crunch, fired it, did the quarter turn to get it out but it would not release the tissue. Thought they were going to have to go in and cut the device out. They were able to get the device out. Once removed, the device had fired completely and the anastomosis was intact. There was no patient impact. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.